Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration: correction should have been changed to sw11677. Remove sw11678 a4 weight: correction weight is listed as 160 not 150.

Event description:
Subsequent to the initial MDR, correction is required.